Event description:
On greater than 10-12 patients, our staff is experiencing problems with the use of this catheter. Requiring multiple sticks to achieve access. Catheter is very fragile and curling upon insertion.